Event description:
It was reported that during a rectum cancer resection procedure, after the device was fired, the surgeon found some of the staples were malformed. Used another like device to complete the procedure. There was no pt consequence.